Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v749365, implanted: (B)(6) 2011, product type: lead. Product ID: neu_pt m_prog, product type: programmer, patient.(B)(4).

Event description:
The consumer reported having a lot of pain in their stomach since (B)(6) 2015. The patient was not feeling any stimulation and wanted to increase settings, but they were not able to increase settings. However, it was determined that the device had been off. After turning stimulation back on, the patient successfully increased stimulation. Later that day, the patient experienced "sudden" uncomfortable stimulation since (B)(6) 2015, noting pressure and vibration causing her to pee a lot for the past week. Vibration was felt at both high and low levels in the pelvic area. During the call, the patient decreased their settings and the vibration sensation was "not as intense." Patient outcome remains unknown. Follow up is being conducted to obtain additional information. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor.